Event description:
It was reported that a home patient experienced a high drain alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume) on a homechoice device. Therapy was completed at the time of the alarm. The technical service representative (tsr) reviewed the therapy settings with the patient and observed that there no bypasses during therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The external/internal inspection was performed with no issues noted. The device underwent and passed rite (returned instrument test evaluation) electrical and functional testing. The pneumatic system was found to be within specifications and the device successfully performed a short simulated therapy. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. The cause of the iipv event was determined to be a false empty detect during the initial drain. Initial drain volume setting requirements for therapy were met based on the patient's last programmed fill volume. Should additional relevant information become available, a supplemental report will be submitted.